Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid or particulates found within the cassette compartment. The cycler underwent and passed a voltage check, hipot test, patient hipot test, and safety analyzer test. The simulated treatment pre-accelerated stress test (ast) 15 minute 1000 ml test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the cycler power cord sits loose into the cycler so a small bump causes the cycler to power down. The patient reattempted to plug in the power cord and a spark was noticed. At that point in time, the fresenius technical support representative advised the patient to discontinue using the cycler and follow-up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. It was reported that the patient would not perform alternate treatment. Upon follow-up, the patient confirmed that the spark only occurred once and it was on the day they called into technical support. The patient stated that they were not connected to the cycler at the time the issue was noticed. The patient stated they are trained on manuals and stat drains if needed and was able to complete treatment using continuous ambulator peritoneal dialysis (capd) in absence of the cycler. The patient has received the new cycler which is working well and she is continuing peritoneal dialysis (pd) therapy without further issue. The old cycler was returned to the manufacturer for evaluation.